Manufacturer narrative:
After further review MFR#2916837-2021-00265 is no longer reportable. This device is for research use only and is not being used for diagnostic testing or patient treatment and is therefore not subject to MDR reporting.

Event description:
It was reported that while using bd facsaria¿ so biohazardous wastes leaked outside of instrument. There was no user impact. It was reported by the customer that the drain cup off of the sample holder is not fully draining. 1) was the leak liquid or air? Liquid 2) was the leak contained within the instrument? Not contained 3) was there spray of liquid under pressure? No 4) what was the fluid that leaked? Biohazard 5) did biohazard leak before or after waste line? Before waste line 6) was the waste mixed with decontamination/bleach? No 7) was the customer/bd personnel physically in contact with the fluid? No

Manufacturer narrative:
Medical device expiration date: na. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd facsaria¿ so biohazardous wastes leaked outside of instrument. There was no user impact. It was reported by the customer that the drain cup off of the sample holder is not fully draining. Was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Biohazard. Did biohazard leak before or after waste line? Before waste line. Was the waste mixed with decontamination/bleach? No. Was the customer/bd personnel physically in contact with the fluid? No.